Event description:
Philips received a complaint by the customer on the v60 indicating that the base assembly of the cart needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the stand base assembly was damaged and needed to be replaced. Per the good faith effort (gfe) response received on april 9, 2026, the threading inside the base assembly was stripped out, and the device was not secured to the stand. The remote service engineer (rse) advised the customer that the stand base assembly is no longer available and provided the customer with the part number of the replacement roll stand for repair. The customer ordered and installed the replacement roll stand and verified that the issue was resolved; however, the device has not been returned to service yet. Further case information is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the operational status of the device/if device returned to service post stand replacement; however, no response was received. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.